Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer called in to report a hospitalization for high blood glucose levels and wanted to check the device for functionality. The customer's blood glucose level was 936 mg/dl at the time of incident. The customer did not report any symptoms. The customer was wearing the device at the time of admission. The cause of the event was diabetic ketoacidosis. It was unknown how the customer was treated. The customer was still being treated in the hospital. During troubleshooting, the customer reported blood at the site and a past no delivery alarm. The customer declined to be sent tubing clamps to perform the high pressure test. The customer was advised that he should monitor the insulin pump and call back if problems persisted. Nothing was replaced or returned.